Event description:
It was reported that the right atrial (ra) lead was exhibiting high thresholds, intermittent capture and small p-waves. It was further reported that the patient had a pericardial effusion and tamponade due to a possible perforation from the ra lead. Atrial output was increased until a procedure the following morning to tap the effusion and explant and replace the ra lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical products: 5086mri, implantable pacing lead, (B)(6) 2014. (B)(4).